Event description:
The customer reported the system is generating a power alarm. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retaped the input transformer for the correct incoming voltage. System operates as intended. (B) (4).